Event description:
On (B)(6) 2022 nalu became aware that a nalu system was explanted. On (B)(6) 2021 xrays confirmed that the implantable pulse generator (ipg) had flipped and communication between the ipg and the external therapy disc was not well maintained. Nalu representative conducted a follow up to determine the status of the patient and was informed on (B)(6) 2022 that the patient was explanted and reimplanted with a different, non-nalu system. Date of explant and further outcome is unknown.